Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, the foreign material observed in the device air/water cylinder was not identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result if insufficient device cleaning/reprocessing, possibly due to the customer no reprocessing the device according to the IFU.. The event can be detected/prevented by following the device IFU sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the gastrointestinel videoscope exhibited foreign material in the air/water cylinder. There was no patient involvement and no harm reported as a result of the event.